Event description:
The product was used for subcuticular suturing. Reportedly, the suture broke. The surgeon applied another product. No patient injury was reported.

Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be reliably determined.